Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for analysis. Review of production records did not highlight any anomaly on complained component. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 due to disassembly of components. Previous surgery was performed on (B)(6) 2025. During original surgery following humeral components were implanted: finned stem dia 17 mm l. 80 mm (pn 1304.15.170, lot. 2422779, ster. 2400186). Retentive liner + 6mm (pn 1361.50.820, lot. 23at1lc, ster. 2400073). 140° humeral reverse body (pn 1352.15.011, lot. 2500053, ster. 2436410). In combination with glenoid components from another manufacturer. During revision the surgeon removed the above-mentioned retentive liner and replaced with extention and retentive reverse: retentive reverse liner (pn1360.54.816). Extension for humeral reverse body (pn 1352.15.001). Surgery was completed as intended. Event occurred in united states.